Event description:
The customer reported obtaining erroneously high ion selective electrode (ise) results on cell 2 of the ise unit for the au5800 clinical chemistry analyzer due to a leak at the ise buffer syringe inlet valve. The customer did not report the results out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer provided quality control (qc) data and a review indicates that qc was not recovering within specification at the time of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and noted that the buffer syringe was drawing in air due to the valve not opening correctly. The fse proceeded to replace the buffer valve to resolve the issue.